Event description:
Patient reported implant rupture, side unknown. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported implant rupture, side unknown. The device has been explanted.

Manufacturer narrative:
Visual analysis: device photograph(s) for the device related to the reported event of rupture the device was reviewed on 10-ago-22. Visual analysis of the photographs identified observed broken device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.